Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, b5, e3 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-nov-2022 to 16- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer replaced an inseparable magnet on the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that multiple pyxis medstation systems had a failed drawer.the customer retrieved the required medications form another location. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that multiple pyxis medstation systems had a failed drawer. The customer retrieved the required medications form another location. There was no delay in patient case or patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer replaced inseparable magnet on the drawer to resolve the issue. The system functioned as intended.